Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump's prime and basal history results had incorrect dates attached. The history recorded the prime occurred on (B)(6) 2012 when the patient primed the pump on (B)(6) 2012. All other pump settings and total daily doses given were correct. The issue was not resolved. The patient did not suffer any injury due to the pump issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation was unable to unable duplicate the complaint of inaccurate bolus date recording in the pump history. No defect was found. The black box and prime history show the pump was primed on (B)(4) 2012: there is no evidence the pump was primed on (B)(4) 2012. There were no manual time or date changes observed in the black box history. Performed a rewind, load and prime sequence, the pump recorded the correct date and time in the prime history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using test meter s/n (B)(4) and was accurately recorded in the pump history.